Event description:
4164982 - advate bjiii - no diluent transfer - (lot tata007ca), 4164986 - advate bjiii - no diluent transfer - (lot tatz026ca), 4164993 - advate bjiii - no diluent transfer - (lot tatz023ca). Report received from pv on 07mar2024: patient using one vial of 1727. Tried to use 511 + 363 but faulty vials (water did not mix). Mom wasted a dose.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. There was no physical sample or photos available of the reported defect. Reported defect cannot be verified batch product records were also evaluated. A review of the filling records for tatz026ca was performed. It was found to have been filled, dried, and capped according to required procedures. During the manufacture of fuv advate lot taa22026a, assembled with baxjectiii device sublot tatz026ca, there were no nonconformities, failures or deviations documented in the batch record which could have contributed to the reported problem. It was found to have been inspected, assembled and packaged per required procedures and per cgmp and met all acceptance criteria. A review of the container closure integrity test (ccit) inspection report found that that total vials tested met acceptance criteria and did not exceed the total reject limit for no vacuum vials. The vaporized hydrogen peroxide (vhp) cycle was reviewed and determined to have met specification limits with no issues that could have contributed to the complaint. A review of the monthly report (mar 2024) for advate bj3 was also performed relative to the subcategory "no diluent transfer". The complaint rate for 2024 is approximately (B)(4), 2023 (B)(4), and 2022 (B)(4).d2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.